Event description:
It was reported that pump displayed malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to place pump into storage mode, await replacement pump, re-enter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label within 10 days, and customer planned to contact healthcare provider for backup insulin therapy since no backup method was available at the time.